Manufacturer narrative:
The customer indicated the stylet has been shipped to verathon for evaluation; however at the time of this report the device has not been received. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a gliderite single use stylet, while removing the stylet from a 4.0mm endotracheal (et) tube it broke. The customer indicated the procedure was completed; however, type of device used to complete the procedure and the length of time to prepare the second device were not reported. No harm to the patient or user was reported.